Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, the latch at the back was broken when they tried to recover it, and the user could open the drawer but could not close it completely. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 on auxiliary had a hanging latch due to broken screws. A field service engineer (fse) replaced with new screws to secure the latch and ensure proper drawer closure, resolving the issue. The system functioned as intended after the field service engineer repaired the device.